Manufacturer narrative:
A ge representative evaluated the system and lubricated the camera rotation potentiometer. System operates as intended.

Event description:
The customer reported that when selecting camera rotation, the rotation would not stop. No pt injury was reported.